Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('heavy vaginal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), migraine ("migraine headaches"), menometrorrhagia ("menometrorrhagia"), pelvic pain ("pelvic pain, chronic"), abdominal pain ("abdominal pain, chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headaches"). The patient was treated with surgery (essure removal/robotic assisted total laparoscopic hysterectomy bilateral salpingectomy,bilateral oo). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, menometrorrhagia, pelvic pain, abdominal pain, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date 28feb2012 (discrepancy noted) previously reported as (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporter information were added. Event : chronic, pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), headaches added. Insertion date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), migraine ("migraine headaches") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (essure removal/robotic assisted total laparoscopic hysterectomy bilateral salpingectomy,bilateral oo). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, fatigue, migraine and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menometrorrhagia, migraine and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), migraine ("migraine headaches") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (essure removal/robotic assisted total laparoscopic hysterectomy bilateral salpingectomy,bilateral oo). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, fatigue, migraine and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menometrorrhagia, migraine and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event menometrorrhagia added. Concurrent condition added. On 4-apr-2018: medical record received:reporters added. Fu 1 and 2 process together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue") and migraine ("migraine headaches"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, fatigue and migraine outcome was unknown. The reporter considered dysmenorrhoea, fatigue, migraine and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.